Event description:
It was reported that the cartridge was leaking from the septum. There was no impact to customer's blood glucose level. Customer was able to change the cartridge and successfully resume insulin.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.